Event description:
According to the customer: "during priming venous pressure was not reading, initially I read a number and then stopped reading. They changed the integrated sensor with no benefit, so replaced the disposable. No pt involvement". (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints. Similar complaints showing the same malfunction have been investigated and an oxidized pressure sensor was found. This could be the most probable cause for the failure. An internal process (B)(4) was initiated to determine the most probable root cause and to implement the appropriate corrective action. Add'l info: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.